Manufacturer narrative:
As per manufacturer's subsidiary, the pump was replaced. Data software logs were returned to the manufacturer on 18-dec-2018. This complaint is related to (B)(4) / medwatch #1828100-2018-00663.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the pump being used in the arterial position stopped. Once stopped, the pump was turned back on and worked properly. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. The user facility has declined to return the pump, so no evaluation can be done. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: on (B)(6) 2018, the clinicians noticed that the arterial roller pump stopped without a visual or audible notice. The roller pump had no issue with start-up and priming of the circuitry. Once during cardiopulmonary bypass (cpb) the unit stopped without notice, and the clinical team was able to reengage the start/stop button and resume forward flow promptly. The pump functioned normally for the remainder of the procedure. After the procedure, the team looked at the connection of the arterial roller pump to the network interface card (nic) board and that was confirmed to be tight and of no concern. The clinicians either used a 1/2 inch or 3/8 inch silastic tubing as their arterial boot within the roller pump for their procedures. The last preventive maintenance (pm) on this heart-lung machine (hlm) according to the information available was in (B)(6) 2018. This pump stop did not delay the surgical procedure. There was no harm or blood loss associated with the event.

Manufacturer narrative:
Per data log analysis, on (B)(6) 2018, the arterial pump speed was set to 3.788 liters per minute (l/min). At 2:08:28 pm the pump stops with no safety connection triggers. The logs matches what would be logged if the start/stop button was pressed on the pumps local interface. There is no way to tell from the log if the button was actually pressed. Per the manufacturer's subsidiary, the pump is not going to be returned because the user facility wants to continue to use it after cleaning and inspection.